Manufacturer narrative:
The device was received with the needle fully deployed. The data showed no signs of timeouts, drive stalls or alarms. When testing the fluid path, a tear was found on the exposed portion of the cannula. All the fluid exited the fluid path from the tear causing fluid to not flow as intended; it cannot be determined when this damage occurred. No other damages or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 268 mg/dl. The pod was worn between 36 and 48 hours on the arm. No information was provided on how the hyperglycemia was treated.